Manufacturer narrative:
Device is not available for analysis. Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Correction: the correct catalog number is 92134; not 92132 as previously reported. Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(6) 2012. Device is not available for analysis.

Manufacturer narrative:
Per patient's record, the patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a failure to osseointegrate one week after implantation resulting in fixture loss. Accessing a previously-implanted sleeper device is planned but has not occurred as of the date of this report, (B)(6) 2011.